Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that the pump is not being responsive and she has seen her health care provider. The health care provider advised the customer to change out the basal rates. However, the customer kept getting high blood glucose readings throughout the day. The customer also stated that the pump started to rewind on its own.